Event description:
It was reported that patient enrolled in a clinical study underwent left total hip arthroplasty on (B)(6) 2004 and right total hip arthroplasty on (B)(6) 2005. Subsequently, a left hip revision procedure was performed on (B)(6) 2010 to remove the acetabular cup and modular head due to pain and metallosis. A right hip revision procedure was performed on (B)(6) 2011 to remove and replace the acetabular cup and modular head due to pain and clicking.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2014-00936 / 00938).

Manufacturer narrative:
This follow up report is being submitted to report additional information. Concomitant medical products: 11-103203 taperloc por lat fmrl, lot: 950180. 15-106054 name: m2a-38 cup non flared, lot: 864180. Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a right total hip revision procedure approximately six (6) years post-operatively due to pain and clicking. No further information available.

Manufacturer narrative:
(B)(4). This follow-up report is being filled to relay a additional information, if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.